Event description:
A nurse of the facility reported to baxter (B)(4) of a catheter extension set in which the operator found air in the line. The set was connected with non-baxter administration set (terumo; (B)(4)) and a non-baxter infusion pump (terumo pump 525). The reported condition occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported condition wasn?t confirmed during sample evaluation. The actual sample was returned with connection to a non-baxter administration set. No defect was observed during visual inspection. An underwater pressure test at 8psi was conducted on connected set and no leak was observed. A delivery test was conducted to replicate the air in line defect. When the returned sample connected to a solution bag, solution started to flow in through the spike and drip chamber of non-baxter administration set. When solutions reach the end of non-baxter administration set, solution flow started to slow down and stopped flowing within 5 seconds. Air was stuck in tubing of non-baxter administration set and baxter set. Another delivery test was conducted on the non-baxter administration set by disconnecting reported set from non-baxter administration set. Initially, solution started to flow in through the spike and drip chamber of non-baxter administration set. But when solutions reach the end of non-baxter administration set, solution flow started to slow down and stopped flowing within 5 seconds. Air was stuck in tubing of non-baxter administration set. It was identical to the result of first delivery test conducted. Another delivery test was conducted by replacing the non-baxter administration set with a baxter primary set (product code (B)(4); batch #: sr13b01017) and connected with the returned sample. When the primary set connected to solution bag, solution start to flow in through the spike and drip chamber. The solution was able to flow through the connection between the 2 sets and flow out from the sets. No air was observed in the tubing of the 2 connected baxter sets. No defect was observed in the customer reported baxter set. The set was working within specification. Should additional relevant information be received, a follow-up medwatch will be submitted.